Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient went to the emergency room after receiving two inappropriate shocks. The right ventricular lead was found to have high threshold, high impedance, a possible fracture, and noise. Reprogramming was performed to turn off detections. Four days later, the lead was removed by laser lead extraction. The patient was noted to have a perforation and tamponade during the extraction procedure. The lead was replaced. No further patient complications have been reported as a result of this event.